Manufacturer narrative:
Additional information provided in b.5., d.5., d6a and e.1. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received, that patient symptoms were resolving. Local pressure therapy and anti-inflammatory was given as treatment. Patients shows persistent anterior chamber irritation even 3-6 months after surgery. In addition, almost all patients develop an atypical accumulation of macrophages on the front surface of the iol, which can impair vision over time. Treatment for this prolonged healing process led to eye pressure decompensation with massively increased pressure values. In this case, treatment of the irritation has not yet been sufficient, as the irritation does not subside with nsaids (non-steroidal anti-inflammatory drugs) and cortisone cannot be administered (pressure rises again). Two of the pressure patients had pre-existing glaucoma, but such an accumulation of pressure decompensation is unusual in such a small group, so there may be a combination of steroid response and uveitis component. The physician was not sure about the cause lies in the lens material. However, not found any parallels other than the lens manufacturer. There are two medical device reports associated with this patient. This report is associated with the first eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, during the follow-up check they have noticed anterior chamber irritation in patient which was still visible 6 to 8 weeks after surgery and macrophages on iol. By administering corticosteroids, pressure increased more than 60. The patient symptoms were resolved and there was no patient impact. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the first eye.

Event description:
Additional information was received that in surgeon opinion the lens material could have caused or contributed the event. The symptoms were continuing.

Manufacturer narrative:
Additional information provided in b.3., b.5., b.6., b.7., d.10. And h.3. Corrected information provided in h.11. Sterilization reports were reviewed and there were no issues with the sterilization process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.